Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a semi-open unknown surgery, the firing knob was broken off at the fourth firing when it was used for a functional end-to-end anastomosis. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.